Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-s1 to treat degenerative scoliosis. It was reported that during final tightening of the set screw, the driver tip broke off in the screw. The tip of the driver was retrieved. No patient complications were reported.